Event description:
Material no. 305921, batch no. Unknown. It was reported that the bd safetyglide¿ needle had an issue with foreign matter. There is a black substance in the barrel of the syringe. The following information was provided by the initial reporter: received voicemail from pharmacy manager stating, he is noticing "black substance" in the barrel of syringe. Stated, he discarded stated, only 1 syringe affected item: 305921.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
Material no. 305921, batch no. Unknown. It was reported that the bd safetyglide¿ needle had an issue with foreign matter. There is a black substance in the barrel of the syringe. The following information was provided by the initial reporter: received voicemail from pharmacy manager stating, he is noticing "black substance" in the barrel of syringe. Stated, he discarded stated, only 1 syringe affected item: 305921

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 305921 batch no. Unknown. It was reported that the bd safetyglide¿ needle had an issue with foreign matter. There is a black substance in the barrel of the syringe. The following information was provided by the initial reporter: received voicemail from pharmacy manager stating, he is noticing "black substance" in the barrel of syringe. Stated, he discarded stated, only 1 syringe affected item: 305921.